Event description:
It was reported that the compressor was unintentionally going into standby mode. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
Our filed service engineer (fse) performed the investigation on-site. The reported malfunction has been confirmed during evaluation. The stand by valve, compressor with motor and drainage valve were found defective and required replacement. Afterwards the unit started working properly and was cleared for clinical use. No parts were return for further investigation, therefore the root cause could not be determined.

Event description:
Manufacturer's ref. #: (B)(4).